Manufacturer narrative:
Initial.

Event description:
It was reported that a freestyle libre 3 plus sensor initially failed to pair with the ilet mobile app and, after guidance to rescan, successfully paired, indicating a transient pairing failure that resolved with standard troubleshooting. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no impact to therapy beyond the brief interruption to sensor pairing. User support included remote troubleshooting and user education regarding the sensor pairing period. Investigation of this case revealed that user guidance to rescan restored normal operation, consistent with a temporary connectivity or setup issue rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or environmental factors related to pairing workflow.